Event description:
Terumo medical corporation received the following reported information: the dilator in the 6fr angio-seal kit was broken. The procedure performed was a cardiac catheterization. There was no blood loss. Additional information was received on 18nov2025: the dilator was noticed to be bent/damaged upon opening. Another angio-seal from the same lot was opened to complete the case.

Manufacturer narrative:
E3: occupation: (B)(6). The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for locator kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).